Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to (B)(6) 2019, the device was noted to have been previously repaired twice, the last repair being for a handle falling apart reported on (B)(6) 2015. Review of the complaint history based on the above keywords found no other similar events related to the reported device; as such, no further additional action is required at this time. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that the pin in a mesher was bent. Based on the reported issue within the repair report, it was later clarified that the customer was referring to a bent comb. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device on (B)(6) 2019 noted that the calibration test or test mesh could not be performed due to a bent comb. Upon further evaluation, it was also found that the roller, gear, and side plates were also visibly damaged. Repair of the mesher occurred the same day and involved replacing the side plates, bushings, roller, gear, comb, comb springs, and the stabilizer feet as well as recalibrating the device. The technician then tested the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on (B)(6) 2019 while the service technician found that the comb was bent on the device, it cannot be determined from the information provided as to what caused the comb to become damaged. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the pin in mesher was bent. The event occurred post-op. No adverse events were reported as a result of this malfunction. It was later confirmed that the comb of the device was bent and that is what the customer was referring to.